Event description:
Pt undergoing laparoscopy with laser. Surgeon saw a small piece of laser fiber break off into pelvic cavity. Unable to retrieve. Procedure changed to open laparotomy. Unable to retrieve fiber.